Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the drill bit was not working; we assume this occurred during the grinding process of the tip. We have sent the complained drill bit to the manufacturing plant for investigation. The radius at the cutting section of the drill bit is too big. The problem occurred during the fact that the grinding wheel was used for different applications, and was not given enough maintenance. An internal corrective action determination has been opened to address this issue.

Event description:
It was reported that the drill bit was brand new but it was blunt. This is report 1 of 1 for complaint (B)(4).